Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 49 mg/dl at the time of the incident. The customer as been having lows for about a month. The customer used food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will monitor the pump. Customer has also been experiencing highs and was hospitalized on one occasion for diabetic ketoacidosis. The insulin pump will not be returned for analysis.